Event description:
The patient was implanted with t-sling. Later the patient experienced vaginal pain, dysuria (painful urination), recurrent incontinence and recurrent cystocele. A revision surgery on left side of t-sling, spinal anesthesia used, excision size not noted and removal of tvt mesh sling were performed.